Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive the single port fenestrated bipolar forceps instrument to perform failure analysis (fa). Fa was able to confirm and reproduce the customer reported complaint. The instrument was found to have a broken idler roll gear. The instrument housing was removed, and fa found several pieces of broken roll gears inside the housing. During a manual articulation of the inputs, the instrument failed to rotate the main tube. It was noted that the broken gear prevented the main tube from articulating. The instrument failed imprecise motion during functional testing on the in-house system due to the broken roll gear. The root cause is not established. Additional observation related to the customer complaint: the instrument was found to have imprecise motion. The instrument was installed on an in-house system and driven. The instrument exhibited imprecise motion when the manual tool manipulator (mtm) was twisted in the roll direction, likely due to the broken idler roll gear. The grip tips moved in the direction commanded and opened and closed properly without any issues. The root cause is not determinable/applicable. Additional observation(s) not reported by site: the instrument was found to have corroded bearings. The instrument was visually inspected through camera head inspection using a housing removal tool to remove the housing cover. Upon inspection, the instrument exhibited orange color discoloration. The root cause is typically attributed to the use conditions. The instrument was also found to have corroded roll and grip input. The root cause is not established.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the single port fenestrated bipolar forceps instrument was not following the surgeon's commands. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: during the procedure, the instrument was not static, and the issue occurred with the surgeon¿s head inside the surgeon console¿s high resolution stereo viewer. The instrument did not move in the surgeon¿s intended direction; when the surgeon attempted to move the instrument one way, it moved in the opposite direction. There was no mention of lag, shakiness, or friction. The issue was intermittent, although the exact circumstances or actions associated with its occurrence were uncertain. The issue was resolved by replacing the arm (instrument). There was no patient injury, and the instrument is available for return to isi for evaluation.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
The single port fenestrated bipolar forceps instrument was transferred to the failure analysis engineer (fae) team for additional investigation. Fae partially confirmed the initial failure analysis findings. The instrument exhibits a broken roll gear, specifically a roll idler gear which transfers the rotation of the input disk subassembly to the roll output which is connected to the instrument's main tube. The roll idler no longer transfers the rotation between the two components, and manually articulating the main tube did not result in the expected rotation of the input disk. When placed on the in-house system, it was observed that the main tube did not rotate when commanded with the master tool manipulator (mtm) on the surgeon side console. With the instrument's wrist and joggle joint bent and commanding the instrument to roll, the instrument's distal end would move in a circle, which appeared to be unintuitive motion as the circular motion was unexpected as the expected motion was for the distal end of the instrument to stay in a consistent location and only spin/roll. Additionally, in certain orientations over the range of the roll direction, the instrument's distal tip moved opposite as commanded by the mtm.

Manufacturer narrative:
The probable root cause of the broken roll idler gear is attributed to improper reprocessing. Improper reprocessing techniques can lead to the embrittlement of plastic components, such as the roll idler gear.

Event description:
Refer to h11 for follow-up information.